Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) is intermittently going from a normal screen to a blank white screen and goes back and forth. A replacement lcd component was sent to the customer. The failed lcd was to be returned but the customer failed to return the component. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) is intermittently going from a normal screen to a blank white screen and goes back and forth. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) is intermittently going from a normal screen to a blank white screen and goes back and forth.